Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿university hospital (B)(6)¿ which was published in january 2011. The title of this study is ¿short-term outcome of retrograde tibiotalocalcaneal arthrodesis with a curved intramedullary nail¿ and is associated with the t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported which occurred between march 2005 and april 2008. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 23 complaint were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses non-union. 2 out of 2 cases. The study states, ¿dissatisfied were the two patients with non-union, one patient with a recurrence of infection and one patient was involved in a disability pension claim as a result of his injuries at the time of follow up.¿